Event description:
According to the initial reporter: "fenestrated systems are supposed to overlap. The device came disconnected over the past few years, patient died in (B)(6). One device migrated, not confirmed but initial reporter speculates that distal piece is more likely to have migrated. Customer alleging that disconnecting was a contributing factor. Patient presented to ER with belly pain at (medical facility), CT scan performed that observed a rupture, patient was transported to (medical facility), facility tried to repair disconnection, and patient died from complications subsequent to the attempt to repair. Subsequent to repair, patient developed compartment syndrome and patient's family declined to have patient go back to surgery." It was reported that the patient expired.